Event description:
The customer reported being sick and taking more insulin, but his glucose level did not drop. The customer stated being hospitalized and his blood glucose was 85mg/dl. The customer was feeling terrible, had rashes and fiver hives. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.